Event description:
The customer requested to return the device to the bench for evaluation. The reason for the evaluation was not provided. There was no reported patient or user involvement and no adverse patient/user impact.